Manufacturer narrative:
A replacement unit will be sent to the customer.

Event description:
It was reported that the footend of the bed dropped down after it had been raised to high height by maintenance staff. Upon inspection, it was reported that the footend leg popped out of its run-channel allowing the footend of the bed to unexpectedly lower to the floor.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the footend of the bed dropped down after it had been raised to high height by maintenance staff. Upon inspection, it was reported that the footend leg popped out of its run-channel allowing the footend of the bed to unexpectedly lower to the floor.